Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 80mm abdominal aortic aneurysm. During this procedure, both internal iliac arteries had coil embolization performed. The etbf3216c145ej was implanted by the left approach. On the contralateral side, etlw1610c156ej was implanted in the external iliac artery. Etlw1610c82ej was implanted on the same side. It was reported during follow-up aneurysm enlargement was observed. It was noted on the date of the CT, blood flow was noted at the posterior wall of the proximal neck. The main body was also migrating downwards. Intervention was performed and the left renal artery was cannulated and a renal artery stent was implanted. Two non mdt stent grafts were implanted. This resolved the endoleak. As per the physician the cause of the event was migration. No additional clinical sequelae were provided and the patient is fine.